Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device was rebooting itself unexpectedly. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2024, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer and that no further investigation was required. The system functioned as intended after the customer resolved the issue.